Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue: the led on the meter was stuck on and orange. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.